Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. User performed pump reset before contacting support, and technical support then advised user to reload cartridge; pump was working. No additional information was provided.